Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. Upon interrogation, the device and this transvenous defibrillation lead exhibited intermittent shocking impedance measurements of <20 ohms. Clearing the clinical message resolved the beeping tones. A boston scientific technical services consultant discussed measuring the shock impedance multiple times, which produced measurements of about 40 ohms each time. No noise was present on the ventricular electrogram. Sensing, pacing, and capture were all acceptable. An x-ray was recommended to verify the lead integrity.